Manufacturer narrative:
One used forcetriad generator was received, and evaluation of the returned sample confirmed an rem alarm issue. Testing found the device required rem calibration and the receptacle was loose. After calibration and replacement of the rem connector, the device functioned within specifications. The investigation isolated the issue to the receptacle, but could not determine the root cause of the loose component or calibration issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device would intermittently shut off. Servicing of the returned complaint device by medtronic found the rem indicator did not function within specifications. It would illuminate red then alternate to green.